Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported difficult to remove (anatomy) and difficult or delayed positioning (leaflet grasping) appear to have been results of patient morphology/pathology. The reported unspecified tissue injury resulting in embolism appears to have been a result of the reported difficult to remove (anatomy). The reported patient effects of unspecified tissue injury and embolism, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 1494 removed.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the tissue damage and embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the left ventricle to open the clip when the gripper arm interacted with the flailing segment of the previous chordal rupture on the posterior leaflet, causing a piece to detach. The leaflet tissue embolized and was free floating in the anatomy. The clip was advanced to the mitral valve and grasping was difficult due to the large flail gap however the clip was able to be implanted, reducing mr to 2+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.